Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A posterior flail was present. An xtw clip was inserted and placed on the mitral valve at a3/p3. However, after removing the release pin, the clip opened to 60 degrees. The clip was unable to be removed and had to be deployed. After the clip opened, it was observed mr was a grade of 3-4. To stabilize the clip, two additional clips were implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip opened while locked). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.